Event description:
As reported, the tip of a open-end flexi-tip ureteral catheter broke off inside of the patient's body. The tip was retrieved intra-operatively. Additional event and patient outcome information has been requested.

Manufacturer narrative:
Device return is unknown. Initial reporter occupation: coordinator. Device evaluated by mfg. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Event description: as reported, the tip of a open-end flexi-tip ureteral catheter broke off inside of the patient's body. The tip was retrieved intra-operatively. Investigation - evaluation reviews of complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. The pull test report in the work order was reviewed and the lot was confirmed to have passed pull testing. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that controls are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Do not withdraw catheter while deflected in cystoscope/endoscope. A cause for the complaint could not be established. It was not possible to rule out patient factors/condition, [inadvertent] user/procedural issues and concomitant device use. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.